Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was discovered that the final bag fell off as it was loosely connected. The technical service representative (tsr) advised the patient to start over with new supplies. The tsr reviewed proper connection procedures per the user manual. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. There is no additional information available.

Manufacturer narrative:
(B)(4). The final bag falling and being loosely connected is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.